Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. This device was included in a field action, but product analysis found that the device did not perform as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds with no capture at maximum pacing output and low r-wave sensing. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.